Event description:
It was reported on (B)(6) 2022 that the patient felt weaker than usual and lightheaded. The patient had a syncopal episode and passed out for 1 minute at 10am. When the patient arrived at the emergency room, mean arterial pressure (map) was 110 and heart rate was in the 90's. Electrocardiogram showed sinus tachycardia, right bundle branch block (rbbb), and st segment elevated in v4-v6. Chest x-ray showed bibasilar atelectasis. The patient had covid-19 infection as pcr was positive. Interrogation of left ventricular assist device showed a low flow alarm at 9:52 am with flows down to 2.5 lpm. On (B)(6) 2022 the patient presented with a new tremor of left index finger. This was evaluated by neurology and no treatment was prescribed at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow hazard alarm could not be confirmed through this evaluation as no log files were submitted for evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿introduction¿ of this document lists cardiac arrhythmia and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, ¿patient care and management¿ lists arrhythmia and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Also provides an explanation of all pump parameters (including flow). "System monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. Also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Although the patient¿s covid-19 infection was not considered to be device related, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.